Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative via (B)(4) reported that an unknown arthrex product had the first 1.5 fiberstitch not deployed. When they went to insert again, both anchors deployed. No further information was provided. This was discovered during a procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to user error in the device due to improper device surgical technique. The complaint allegation was not confirmed. No evidence of the failure was received.